Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Letter from patient received : spontaneous fracture of the stem of the prosthesis while walking. Revision to change the stem.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint was not returned for analysis. A recall was performed in 2004 concerning corail amt stems. A recall was conducted, in europe, to remove all affected products from the market. Note - affected product was not distributed in the u.s., as u.s. Distribution did not begin until (B)(6) 2005. The references concerned by this recall were the following : 3l92498 to 3l93716 and l20006 to l20316 the batches concerned by this recall were : all batches less than 1391546. This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. Based on the information received and the investigation performed, it is confirmed that the reference / batch involved in the current complaint (l20311 / (B)(4)) is part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck.